Event description:
It was reported a b30 communication error code was noted on the light source at the beginning of a diagnostic colonoscopy. There was a 30-minute delay to switch out equipment while the patient was under deep sedation. The procedure was then completed without further incident. There were no complications from the prolonged anesthesia and the patient was stable.